Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per the complaint details, the patient required hospitalization for a post-op fever. The provided clinical record forms revealed that the patient experienced a moderate post-op fever 2 days post-tka ((B)(6) 2019) which was documented as definitely related to the study device and surgery; however, the fever resolved the next day with an end date of (B)(6) 2019. The provided clinical record forms did not provide insight into the root cause of the reported fever or hospitalization course/treatment. The patient impact beyond the reported fever which resolved the day after hospitalization could not be determined. The ae was documented as resolved. No further medical investigation is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed with a jrny ii cr isrt xlpe lt sz 3 4 10mm, jrny ii cr fem cocr np lt sz 5 and the journey tibia base np lt sz 4, the clinical subject experienced post op fever and had to be hospitalized. This adverse event was treated with medication and it was resolved.